Manufacturer narrative:
This event was also reported under manufacturer report #3004209178-2017-26249 follow up #4. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). According to the hcp, the staples were removed too early, however, the rep said that doesn't mean that their body would not reject the implant like the last time she had a revision

Manufacturer narrative:
Analysis: analysis of the ipg 3058 interstim ll (serial# (B)(4)) was unable to identify any anomalies; the implantable neurostimulator (ins) passed all functional testing in the laboratory. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. The ins output was tested at the cut end of the returned lead. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the cut end of the returned lead and good stable output was observed on all electrode pairs. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient went in for a post-op appointment 8 days following the implant of the device (on (B)(6) 2017) where the nurse removed the staples too early, per the physician. The patient¿s wound would not close or heal and the device was pushing through the incision. It was also reported that the patient¿s body was rejecting the implant. The ins was completely explanted on (B)(6) 2108 (and will not to be replaced in the future) due to a high risk of infection. No diagnostics could be performed due to the ins coming out of the patient¿s body. The issue was reported as resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
No new information.